Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving stimulation in his left leg. An image was taken and showed no anomalies. Reprogramming was unable to resolve the issue. The patient also had abdominal stimulation with the new programs. The physician advised the patient turn off the stimulation for two days. Follow up identified reprogramming was able to provide partial left side stimulation to the calf but not the left back. All impedances were within normal limits. The patient stated that the stimulation seems to reduce in intensity. The patient was advised to check stimulation with the programmer to see if the stimulation bars have reduced. Further follow up is pending. The patient may undergo surgical intervention at a later date.